Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose level in the 300's mg/dl range and medium levels of ketones. A manual injection was administered to address the bg level. The customer alleged the high bg was due to an issue with the pump. A system check was performed and air bubbles were observed along the infusion tubing. Reportedly, no air bubbles had been observed when the cartridge was initially loaded earlier that day. The customer performed and infusion set tubing change to address the issue.